Manufacturer narrative:
As no further information related to this event is expected, this investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that this lead exhibited oversensing of noise. An inappropriate shock was then delivered. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.